Event description:
It was reported that there was excessive corrosion in battery compartment. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported corrosion. Additionally, errors were identified in the device event log, the upstream occlusion seal was buckled, and the battery door was rusted. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device battery contacts were cleaned. The device main board, battery door and upstream occlusion seal were replaced and the device passed all testing.